Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) along with the watchman access system (was) for related complaint. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged. An anchor of the implant was found protruding through the shaft. Due to the damage to the implant anchor and wds, the implant was unable to be deployed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09214. Reportable based on analysis completed 30 aug 2016. It was reported that the patient's anatomy was not suitable for a closure device. It was reported that the watchman access system (was) was used to diagnose the left atrial appendage (laa). It was determined that the patient's complex anatomy was not suitable for a closure device. The was was then removed and the procedure was not completed. It was initially reported that no watchman laa closure device and delivery system (wds) was used in the procedure. However, a wds was returned with the was. Analysis of the wds revealed the closure device had been deployed. It was then further clarified that the returned wds had been deployed, but did not fit in the laa, so it was fully recaptured. The delivery system was fully contained in the access system upon removal from the patient. There were no patient complications and the patient was stable. Upon analysis, kinks were noted along the shaft of the wds.